Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to clear the alarm and able to pump rewind. The insulin pump will be returned for analysis.